Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had oversensing and noise on the electrogram. It was noted that new cables were used and appropriate sensing was seen on the ventricular lead. The ra lead was further inspected and it was seen the connector pin of the lead was "loose". The ra lead was cut and removed and replaced with a new lead which had normal sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the connector pin is within specification.